Event description:
While treating a pt with the model 3100a, the oscillatory driver stopped and the 3100a alarmed. Operators noticed a burning smell, also. The pt was placed on another type of ventilator without compromise, after hand-bagging temporarily.